Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited undefined high rv coil and pacing impedance. High superior vena cava (svc) coil impedance was also noted the rv lead. The rv lead was initially reprogrammed off and several days later was capped/replaced. No patient complications have been reported as a result of this event.